Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was removed during a stent removal procedure in the ureters performed on (B)(6) 2022. The stent was placed two weeks prior the stent removal procedure. During the procedure, it was found that the stent had a fungal colonization. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).